Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-05051. It was reported that catheter guidewire entrapment occurred. A 10x42x75/ 7f wallstent rp endoprosthesis was selected to treat the lesion. However, during the procedure, it was noted that the device became stuck upon loading to the amplatz guidewire outside the patient. Both devices were removed together from the patient and was set aside. The procedure was completed using another wallstent rp endoprosthesis. No patient complications were reported.